Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for evaluation is a completely assembled 4 fr s/l PICC. During functional testing, a leak was observed emanating from the 20 cm depth marker. The leak site is less than 0.2 inches in length. The tear edges are jagged and irregular. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing granular walls. The depth of the edge walls is uniformed throughout the circumference of the tear. At this time,the mechanism of damage is undetermined. Cross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Leak of medical fluid was found. The indwelling period was 43 days. The leak from catheter insertion site was observed. The catheter located outside of the patient body was about 5cm long. The catheter insertion site was located near the 30cm marker on the catheter.